Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Customer reported conflicting results; patient received positive result, followed by a negative result. Patient was asymptomatic.